Event description:
The customer reported via phone call indicating that the insulin pump had audio beeping anomaly. Customer's blood glucose was 12.2 mmol/l. The customer stated that the device is vibrating and flashing and letting out an alarm the customer can't turn off and can't reset it, nothing is working. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional testing including rewind, seating, basic occlusion, occlusion, force sensor, displacement or self test due to the display anomaly. The pump also had a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.